Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10c05035 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was use error. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of a patient who made a mistake/touch and peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported by the nurse. On an unreported date in 2011, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis. The patient was hospitalized for peritonitis from (B)(6) 2011 to (B)(6) 2011. Treatment was not reported. The patient was recovering from the peritonitis and the outcome for the made mistake/touch contamination was not reported. Dianeal therapy was ongoing. The nurse stated the peritonitis was not related to dianeal therapy and was due to the patient making a mistake/touch contamination. An opinion of causality was not reported for the patient made mistake/touch contamination.